Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they fell against a wall and therapy stopped working. They had a return of symptoms. They had the system replaced. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Continuation of: product ID 3889-28, lot# v011259, implanted: (B)(6) 2006, explanted: (B)(6) 2017. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot #: v011259, ubd: 2010-08-22, UDI#: (b)4) if information is provided in the future, a supplemental report will be issued..

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the therapy not working was the fall, damaged lead, and impedances were >4000 in interrogation. The actions taken towards resolution prior to the surgical intervention were reprogramming, lower amplitude, and turning off the therapy. No further complications were reported.